Event description:
Original analysis determined that the complaint applied to remedial action. During the evaluation of the unit on 01/08/2007. The reported failure was confirmed. The failure was isolated to the main pcb. This is not associated with z-0664-05. There was no patient harm reported.